Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. Telemetry was successfully restored in clinic. There were no patient consequences.